Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. It was found that the running characteristics have been out of specification with a too high power consumption and rough running bearings. But the heat up was not reproducible. After disassembling of the instrument, it got visible that the ball bearings have been gritty, and the inner side of the push button had a groove worn into it. This indicates that it has been pressed while the instrument was running, which causes a quick heat up. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Dental office informed that during a filling procedure at tooth #29 and 3 the handpiece heated up and burned patient at 3 spots on inner right cheek. Burns have been smaller than a dime. Patient was told to use otc neosporin. Patient is a nurse and said that she knows how to take care of the burn and she is doing fine. There was no follow up and no medical care necessary.